Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) and belt (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 12/29/2010; belt: 02/08/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly at home alone at the time of the event. Review of the download data indicates that the lifevest delivered three treatment shocks during asystole. Oversensing of low-amplitude cardiac signal contributed to the false detection. Asystole is considered a non-life sustaining rhythm.